Manufacturer narrative:
Continued from d2b: krd/hcg. The customer name could not be provided. (B)(6). Conclusion: a non-sterile orbit galaxy cmplx xtrasoft coil 4x8 was received coiled inside of a pouch. The delivery tube was inspected and no damages were noted on it. The introducer was received unzipped separated of the unit. The support coil and gripper was found without damages while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope; the gripper was found without damages while the embolic coil was found stretched. The functional test could not be performed since the introducer was received separated from the unit. The DHR review of the manufacturing documentation associated with this lot 17599456 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil impeded in the introducer could not be evaluated or confirmed since the introducer was received separated of the unit. The stretched condition noted on the embolic coil was apparently caused by applying excessive force on the devices, but it could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally, inspections are in place that prevents these kinds of failure from leaving the manufacturing facility. Handling and procedural factors may have contributed to this condition. No corrective or preventive actions will be taken. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of an aneurysm of the cavernous sinus, there was resistance within the orbit galaxy introducer (640cx0408/ 17599456) and during product analysis it was confirmed that the coil was stretched. The orbit galaxy was selected and prepared according to IFU. The delivery wire was advanced, but there was resistance within the introducer until the coil entered the hub of the headway 17 micro catheter. The physician tried to insert the coil several times, but he could not. The coil was replaced with another one (same seize, og xs4-8). After that, the coil embolization was completed without further issues. However, due to the event it was delayed for 5 minutes. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. No further information was available.